Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unk. It was reported that the contralateral limb was not deployed deep enough in the pt's artery and a distal type I endoleak had developed. In 2004 an extension cuff was implanted distally to successfully resolve the endoleak. No clinical sequelae were reported, and the pt is reported to be fine.